Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause was determined due to user fault. The unit was fixed by installing o2 sensor back.

Manufacturer narrative:
Vyaire file identification: (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. Technical support has received the log files sent by the customer and being reviewed. The technical support advised the customer to perform a blower test per service manual and troubleshoot the problem. The issue was then resolved by installation of ivista. The log file dated (B)(6) 2020 shows blower failure and inspiratory valve and device leaky active alarm. A blower test was also performed last (B)(6) and (B)(6), the voltage, current and speed were within range and working fine. After the technical support requested confirmation for sinter filter has damage or leak or properly screwed in and o2 cell properly inserted with no leak, both parts were confirmed properly inserted but the inspiratory valve and device leaky alarm persisted. Recalibration was instructed to perform. No root cause has been determined at this time, since the investigation is still ongoing.

Event description:
The customer reported bellavista 1000 unit with blower failure alarm active. There was no information for patient involvement associated with the event.